Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 419 mg/dl. Customer went to the emergency room. Customer was removed from the pump and treated with fluids and manual injections. Customer was released from the emergency room 4 hours later in stable condition and blood glucose of 150 mg/dl. Reportedly, customer resumed pump therapy after long-acting insulin wore off.